Event description:
Patient underwent an orif for a jones fracture of the foot. A plate and screw were implanted in (B)(6) 2012. The post-operative course was good until, in (B)(6), the bone and the plate broke. It is unknown if there was a precipitating event. Revision surgery took place on an unknown date and patient was revised to a non-synthes large screw.

Manufacturer narrative:
Device was used for treatment not diagnosis. The date of implant was reported as (B)(6) 2012, date unknown.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.